Event description:
No patient information provided: in this case, it was reported that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 6-7 years. Specific reason for explant was not provided at the time of initial report. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No other details were provided.

Manufacturer narrative:
Evaluation summary: as received, leaflet 2 and leaflet 3 had cut sections that were not returned with the valve. Minimal calcification was observed in the cusp area of leaflet 2. The free margins of all three leaflets exhibited moderate calcification. Heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was minimal to moderate at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2; leaflets 2 and 3 at commissure 3; and leaflets 1 and 3 at commissure 1 on the outflow aspect. Host tissue fused leaflets 1 and 2 at commissure 2; leaflets 2 and 3 at commissure 3; and leaflets 1 and 3 at commissure 1 on the inflow aspect. The x-ray demonstrated calcification. The explanted bioprosthetic valve was returned to edwards for analysis. Since the reason for explant was not provided, the root cause of this event could not be confirmed. However, based on our evaluation, it appears that this valve was likely explanted due to calcification and host tissue overgrowth causing stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
The explanted device was returned for evaluation, which is currently in process. Additional information (e.g. Patient's medical records) was also requested from the healthcare provider. Continued attempts are being made to obtain additional details regarding this event. A supplemental MDR will be submitted once the device evaluation is completed.